Event description:
Reporter indicated that patient experienced acid reflux during vns therapy system implant surgery, resulting in acid burns to the lungs and pneumonia with subsequent hospitalization three days post-implant. It was also reported that the patient developed an infection that was treated with antibiotics and steroids and that the pt experienced elevated blood sugar levels requiring insulin injections to prevent diabetic coma. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating physician (via fax x2).

Event description:
Futher follow-up with treating physician revealed that the pt presented to physician's office three days post implant with a productive cough, at which time he was referred to be hosp emergeny room for pulmonary evaluation which suggested aspiration pneumonitis. Th ept has since been discharged and is reportedly healing well. The previously reported infection was discovered to be in relation to the pneumonia. The pt did not develop an infection at the vns implant site. The pt reportedly experienced acid reflux prior to vns implant. It was also reported that the pt has developed unilateral vocal cord paralysis, for which collagen injections have been adminstered.

Manufacturer narrative:
Incorrect lead s/n and subsequent labeling information was referenced on initial report.

Event description:
Further follow-up revealed that the vns device was activated on 11/23/2005. The physician did nor know if the pt experienced acid refulx prior to the vns implant. The acid reflux has resolved with medications. The pt is believed to be doing well as the physician reported that the device is currently being programmed (output current increased 0.25mma every two weeks) as recommended. No further information regarding the event was received. The reported acid reflux, suibsequent pneumonia and infection were likely due to complications of the vns implant surgery.